Event description:
Thirty minutes before termination of treatment using the phoenix machine, a pt complained of nausea. The treatment was ended at that time. The facility's clinical services specialist stated that the pt left the clinic and was discharged home with complaints of nausea and abdominal cramping. Approx two hours later, the pt was admitted to the hosp with a diagnosis of hemolysis. Changes were observed in the pressures in the extracorporeal circuit during treatment. Toward the end of the treatment, the pressure was normalized. There were no reported alarms or codes from the machine. The clinic reports the root cause of the hemolysis is unk. Further to an inspection of the machine by the clinic's dir of biomedical engineering, no problems with the phoenix machine were found and the machine was placed back into service.